Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a 3.0 x 12 mm xience v stent was implanted in the right coronary artery (rca) lesion and a dissection occurred. Another xience v stent was used to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
Dissection, as listed in the IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of the product quality deficiency. Additionally, it is listed in the no fault risk assessment as a no fault procedural complication. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. In this case, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.